Event description:
Per the clinic, the patient experienced superficial skin and soft tissue infection over the receiver/stimulator site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.